Manufacturer narrative:
Product event summary: analysis found a cracked touchscreen, cracked display screen, damaged keyboard connector, cracked cable bay, all display hinges were corroded, the lower display hinge plate was cracked, the upper display hinge plate was missing, the stylus did not work, the flex cable to the display had a deep cut, and a bench test failed due to the link electronic module (lem) circuit board being defective. The parts required to restore functionality of this programmer are no longer available (touchscreen). The customer approved to scrap this programmer at the repair depot. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken display screen and power source. The programmer has been returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.